Event description:
It was reported the atrial refractory period is in question. While checking calibration with a fluke sigma pace 1000, the atrial refractory period measured lower that what it usually measures when it is tested. The device was returned for calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper case, side bail covers, and battery drawer are broken.